Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is determined to be operational context.

Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. He 100% stenosed and totally occluded lesion was located in the calcified, highly tortuous distal right coronary artery (rca). After plain old balloon angioplasty (poba) with a non-bsc balloon, the 2.5x24mm taxus express2 des stent delivery system (sds) was advanced but could not cross the lesion. Several attempts to cross the lesion failed; the sds was removed and the device was "deformed at the stent edge." Poba was performed again and another 2.50x24mm taxus express2 des was deployed in the target lesion. There were no patient complications and the patient's current condition is listed as "good".